Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer stated that she changed the reservoir and primed the insulin through the tubing, but something did not seem right. She changed the infusion set and reservoir, tried to prime a second time, and received a no delivery alarm. She used a third infusion set and reservoir, and the insulin pump did not alarm no delivery. The customer's blood glucose was 190 mg/dl. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. She was unable to troubleshoot at the time of the call, and the cause of the issue could not be determined. She was advised that the supplies would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.